Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was getting into maintenance mode. The field service engineer dialed into the device, finding that the station was fully functional with no issues. The user verified and tested the station's functionality. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis getting into maintenance mode. The customer stated that this malfunction occurred while dispensing medication to the patient care and the nurses could not be able to access medication. There were no adverse events or injuries reported based on this event.